Event description:
Health professional returned a lap band device with no info. F/u info: device was reported as having a leak.

Manufacturer narrative:
Taper ii. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted a smooth opening and thinning with leakage from the taper and tubing junction of the access port and wear and tear in the form of an abrasion was found at the same location. In addition, the analysis noted a breakage with striations, consistent with surgical damage, to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). Damages to the port septum in form of missing material were also noted. The correct serial number of the device was requested from the reporter, however, was not available. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. When adjusting the band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments."